Event description:
The patient reported that about 4 months after implant they had a broken lead and their adaptivestim was not working.  The patient met with a manufacturer representative (rep) to get the adaptive stim to work.  A couple of hours after seeing the rep, the stimulation turned itself off; completely dropped and then when the stimulation came back on it was at full force instead of increasing gradually.  The patient experienced pain when this occurred.  The patient was thinking they were told that the adaptivestim hadn't worked because of the lead.  No device issues were reported to be related to the implanted neurostimulator (ins).

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 12-jun-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.